Event description:
The patient was undergoing a coiling procedure to sacrifice the a1. The first and second coils deployed were a pc400 12x35 and 9x35. Both were deployed without a problem. The third coil was a pc400 8x30. They partially deployed the coil and did not like the position so retracted it to try again. When they attempted to retract, they felt a little resistance, but "not more than they have felt with other coils." The coil prematurely detached. The physicians spent approximately 1 & 1/2 hours trying to snare the coil with multiple goose neck snares and an alligator device. They finally retrieved the coil without patient incident.

Manufacturer narrative:
The device is not available. (B)(4): device not retained.